Event description:
Number 10 blade broke in two with pts in the room, but after the case. It flew across the room, but did not hit anyone.

Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-eval.